Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest congestion, headache, nausea, sore throat, irritated skin around the nose, and difficulty breathing/shortness of breath while using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged chest congestion, headache, nausea, sore throat, irritated skin around the nose, and difficulty breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. Potential rust and corrosion on dc jack. Dirt-like contamination on ui panel, on top enclosure, on back panel,on blower, on air inlet on blower box, rust-like contamination on the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box that suggesting water ingress. The manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. In this report, section h6 has been updated.